Event description:
Information was received indicating that a cadd medication cassette was not recognizing the cassette on two different pumps. It was reported the issue was resolved with a new cassette after troubleshooting the affected cassette was unsuccessful. Per reporter the end user dose and breathing patterns were not affected.no additional information is available.